Event description:
During the atrial fibrillation procedure, an air leak occurred. The sheath was replaced and the procedure was completed with no adverse consequences to the patient. After inserting an ablation catheter into the sheath and removing it, negative pressure was applied with the syringe from the side port and an air leak was noted. Aspirated air many times with no resolution. The sheath was replaced and the procedure was completed with no adverse consequences to the patient. Air contamination to the patient's heart has not been confirmed. No additional venipuncture was performed due to sheath replacement.

Manufacturer narrative:
Additional information: d9, g1, g3, g6, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.